Event description:
"Dealer states the hi/lo function was not working. Advised to swap motors leads and check hand control for connectivity. After troubleshooting he needs to replace the control (junction) box. No parts being replaced today. Dealer will call back to check if he wants to order." No alleged injury.

Event description:
"Dealer states the hi/lo function was not working. Advised to swap motors leads and check hand control for connectivity. After troubleshooting he needs to replace the control (junction) box. No parts being replaced today. Dealer will call back to check if he wants to order." No alleged injury.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00141 showing the type of reportable event, as a death. The correct selection should have been malfunction as it was the hi/lo function on the 5410ivc bed that was not working correctly. (B)(4) - no RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.